Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. No scrolling numbers display anomaly noted. Device was received with cracked display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was performed. The device was returned for analysis.